Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("excessive abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 627755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Previously administered products included for birth control: yasmin; for an unreported indication: iron, topamax, prilosec and estradiol. Past adverse reactions to the above products included nausea with yasmin. Concurrent conditions included obesity, gerd and endometriosis. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced incontinence ("incontinence"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal swelling/abdominal bloating"). The patient was treated with surgery (supracervical hysterectomy (uterus only) /bilateral salpingo-oopherectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, incontinence, migraine, nausea, allergy to metals, dysmenorrhoea, fatigue, weight increased and alopecia had resolved and the genital haemorrhage, abdominal pain, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: current weighr- 250 lbs. Insertion date discrepancies-20 (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: no evidence of spillage; on (B)(6) 2009: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("excessive abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 627755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for birth control: intrauterine device from 1998 to 2009 and yasmin; for an unreported indication: topamax, estradiol, iron and prilosec. Past adverse reactions to the above products included nausea with yasmin. Concurrent conditions included overweight, gerd, endometriosis, adhd, depression and anxiety. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, buspirone since 2016, esomeprazole since 2014, ibuprofen, loratadine since 2007, oxycodone since (B)(6) 2009, tramadol since 2013 and vitamin d nos from 2014 to 2015. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 15 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), swelling ("allergic or hypersensitivity reaction type: swelling"), vaginal discharge ("vaginal discharge") and coital bleeding ("post coital bleeding") and was found to have weight increased ("weight gain / loss (specify which one) gained 20 pounds"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced incontinence ("incontinence"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal swelling/abdominal bloating"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), miconazole nitrate (monistat), ondansetron hydrochloride and surgery (supracervical hysterectomy (uterus only) /bilateral salpingo-oopherectomy / hysterectomy (full) and underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, incontinence, migraine, nausea, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia and swelling had resolved and the abdominal pain, abdominal distension, headache, vaginal haemorrhage, menorrhagia, vaginal discharge and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, migraine, nausea, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight- 250 lbs. Insertion date discrepancies (B)(6) 2009. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009 discrepancy noted in date of removal (B)(6) 2009 and (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: no evidence of spillage; on (B)(6) 2009: total bilateral occlusion; on (B)(6)2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: swelling, vaginal discharge, post coital bleeding. Outcome of event genital haemorrhage updated. Date of insertion updated. Plaintiff¿s name, treatment drug, medical history, lab data, historical drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("excessive abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 627755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Previously administered products included for birth control: yasmin; for an unreported indication: iron, topamax, prilosec and estradiol. Past adverse reactions to the above products included nausea with yasmin. Concurrent conditions included obesity, gerd and endometriosis. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced incontinence ("incontinence"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal swelling/abdominal bloating"). The patient was treated with surgery (supracervical hysterectomy (uterus only) /bilateral salpingo-oopherectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, incontinence, migraine, nausea, allergy to metals, dysmenorrhoea, fatigue, weight increased and alopecia had resolved and the genital haemorrhage, abdominal pain, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: current weighr- 250 lbs. Insertion date discrepancies-(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: no evidence of spillage; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs+mr received:events- "apareunia (inability to have sexual intercourse), incontinence, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain, hair loss", reporter, lot number, concomitant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling/abdominal bloating") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.